Manufacturer narrative:
Occupation: health care professional.

Event description:
A clinic facility administrator called and reported a dialyzer that leaked during treatment. The patient was transferred to a different machine to complete treatment. The patient reportedly had a blood loss of 20cc, with no other harm reported. Additional information was requested and was not received to date.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance, rework, labeling, process controls and any other occurrence in production. The lot numbers passed pyrogen testing, was within sterilization dosage parameters, and passed all release criteria.

Event description:
A clinic facility administrator called and reported a dialyzer that leaked during treatment. The patient was transferred to a different machine to complete treatment. The patient reportedly had a blood loss of 20cc, with no other harm reported. Additional information was requested and was not received to date.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinic facility administrator called and reported a dialyzer that leaked during treatment. The patient was transferred to a different machine to complete treatment. The patient reportedly had a blood loss of 20 cc, with no other harm reported. Additional information was requested and was not received to date.